Event description:
It was reported that the threads were worn on a dhs/dcs impactor device furthermore it was observed that the white tip on the device came off and needs replacing. There was no reported patient involvement or procedure harm. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.